Event description:
It was reported that the lead exhibited impedance less than 100 ohms, loss of capture, under and intermittent sensing. It was noted that the patient was possibly a twiddler. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that both the proximal insulation and coil were found twisted and damaged from the proximal end. The distal insulation was also found damaged at this location. This could cause all the problems that were reported.